Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address instability and tibial loosening. The loosening interface and cement manufacturer is unknown. Update (B)(6) 2017: medical records received. After review of the medical records for MDR reportability, the revision operative note indicated loose femoral and tibial components. Loosening occured at the cement to implant interface. The femoral component and cement are now being added to the complaint. This complaint was updated on: (B)(6) 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.